Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation and correction. Updated fields: d8; g3; h2; h4; h6 and h11. Corrected field: h6. The device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting for the reported error code. Tac could not resolve the reported issue. The reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the video system center had an error code e110. There were no reports of patient harm.